Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 5:30 am due to a high blood glucose of 557 mg/dl. Symptoms that were reported at the time of the incident including being parched and urinating often. The customer was treated for high blood glucose by going to the emergency room. The customer reported having a blank display leading to the emergency room event. Troubleshooting was provided for the blank display, however the display remained blank. The customer reported multiple cracks on the insulin pump. The insulin pump will return for analysis.